Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device consistently powered on and remains powered on without issue. It was also noted that the electrocardiogram (ECG) connector was loose on the circuit board, the stylus was missing, there was a loose screw from an external monitor connector moving freely inside the power cord bay, the system fan was noisy, and the microphone was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the programmer would not turn on. The programmer was returned for repair. No patient complications were reported as a result of this event.